Event description:
This complaint is now reportable based on the analysis completed in (2009). It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was located in the left main trunk. There were no pt injury or complications reported, however, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the returned unit revealed proximal stent damage. Some of the struts were severely misaligned. The outer diameter (od) of the damage found on the stent was measured using a snap gauge at approximately 1.72mm. Several struts on the stent were raised throughout. Hypotube kinks were found along the entire length of the hypotube. Solidified contrast media was present inside the inflation lumen of the device. A visual examination of the tip revealed tip damage. The tip was flared. Microscopic examination of the balloon found no issues with the balloon material. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen, however, restrictions were noted due to the present of solidified contrast media. Taking into consideration the thorough eval conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.